Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display blank. Customer blood glucose value was unknown. Customer assisted with troubleshooting. Customer input a complete new battery and states insulin pump did not turn on. Customer stated that the battery cap not damage. Customer stated that they remove battery but insert new battery alarm did not trigger. Customer stated that the spring was not corroded or damaged. Customer stated that the insulin pump did not turn on after holding the arrow symbol to take out of storage mode. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. (B)(4).